Manufacturer narrative:
Vascular complications are rare and serious side effects, although they are widely known and documented in the context of dermal filler injections. They are related to the accidental injection of the product inside a blood vessel, leading to its occlusion. The local deprivation of blood supply causes tissue anoxia. If enough hyaluronidase is injected on time, symptoms can be fully resolved without sequalae. If the vascular complication is not detected, diagnosed, and treated promptly, it can lead to skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of rha products.

Event description:
Primevigilance notified teoxane of an adverse event on (B)(6) 2024. A patient was injected on (B)(6) 2024 with an unknown teoxane product in an unknown area. The injection was done with the needle provided in the box. On the same day, on (B)(6) 2024, the reporter noticed a potential vascular occlusion. Despite several reminders, it was not possible to obtain additional information about the case. The complaint was considered closed.